Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin leaked from the reservoir from the transfer guard. The customer stated that the issue was resolved by a reservoir change. The customer was unable to provide the blood glucose reading at the time of the event. The customer stated that when he attached the transfer guard to the insulin vial, he could feel that something was off. He stated that the insulin vial had a slight dent from his pushing down hard on the transfer guard. The customer stated that the issue had occurred 4 additional times as well. Customer believed that there was some plastic on the transfer guard that should not have been there, possibly leading to the dent he observed in the insulin vial. The customer discarded the reservoir and was advised to save the reservoir if the issue recurred.